Event description:
It was reported the pt experiences a shocking sensation at the ipg site approximately 2-3 times a day which is unrelated to position. The pt is to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.